Event description:
This bed was sent to the awaiting repair area stating only "lh rail broken". No injury reported.

Manufacturer narrative:
Tech checked both hd and ft rails for problem but found none. Was told that the issue occurred when the bed was in rotation, therapy would be suspended due to a siderail not up condition. The issue was found to be intermittent. Isolated the problem that the harness for the sensor was incorrectly routed behind the siderail mount and was pinched. Through use the bracket had worn through the harness sheathing and left bare wire exposed to the backside of the bracket. When the rail was loaded from the pt side the alarm condition occurred. Replaced the sensor to resolve this issue. Bed was found in repair area.